Event description:
It was reported that the patient experienced a change in therapy effect and felt like he was getting overmedicated. The patient had trouble breathing and appeared to be ¿drugged out of his mind.¿ the patient then started ¿snapping out of it¿ within a 12 hours period. The first episode of these symptoms started between (B)(6) 2013 and the second episode started between (B)(6) 2013. It was speculated that the pump¿s programming was causing this because it occurred around the same time, on the same day of the week. The pump was refilled on (B)(6) 2013 and also changed the drug concentration. A refill was also done on (B)(6) 2013. At that appointment, it was mentioned that the patient had an extra 3cc pulled from the pump. The patient normally had an 8ccs left over but, at this appointment, had 11cc leftover. The pump was not alarming. The patient had an appointment scheduled with his healthcare provider (hcp) on (B)(6) 2013. The pump was scheduled to be removed on 8/8/2013 due to low battery life. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).